Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency department treatment and subsequent hospitalization while on ilet therapy. Hyperglycemia at this level requiring IV fluids and insulin therapy is clinically significant and consistent with the reported care escalation. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional investigation identified that during a supply change, the infusion set was improperly prepared, specifically the introducer needle guard was not removed, which would prevent proper insulin delivery. This resulted in lack of insulin administration and subsequent hyperglycemia. Based on available information, the event is attributed to user error involving improper infusion set setup, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 24-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels up to 605 mg/dl, resulting in hospitalization. The user initially presented to the emergency department on (B)(6) 2026, was treated with IV fluids and insulin, and was subsequently admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. The user recovered and resumed ilet therapy.